Event description:
It was reported when a patient was in for a in-clinic checkup, a non-sustained ventricular tachycardia episode revealed noise. The noise resulted in inhibition of pacing, but the patient had no symptoms. The noise was suspected to be myopotential and was reproducible. Once the lfa filter was programmed off, noise could not be reproduced. There was no consequence to the patient.